Manufacturer narrative:
The report of an unspecified accuracy issue was not confirmed. Review of the pcu error log showed two instances of error code 240.4150 (sensor broken high failure) on (B)(6) 2020. The device event log shows that while the suspect device was programmed to infuse an unknown medication at a rate of 125 ml/hr (vtbi= 1000 ml), the device sounded two alarms for channel malfunction. Physical inspection of the suspect device showed no irregularities about the pumping mechanism. Incidental finding: bottle side pressure sensor was out of specification, resulting in channel malfunction. The faulty pressure sensor was replaced with a known good sensor prior to performing rate accuracy testing. The sensor was railing with a voltage above 4.9 volts with zero pressure applied to the sensor pad. Rate accuracy testing showed that the device was performing within specification. The root cause of the reported accuracy issue could not be identified. The root cause of the incidental finding of channel malfunctions with error code 240.4150 (sensor broken high failure) was identified as a faulty bottle side pressure sensor. Device history: review of the source device (sn (B)(4) service history record showed that the device was manufactured on 11/26/2018. A review of the device service history record was performed beginning from the date of manufacture to the present date (06/17/2020) and indicated that this device has been previously returned one (1) time for service unrelated to this complaint. Review of the production failure record was performed beginning from the date of manufacture through present. No production failure records were opened for the source device.

Event description:
It was reported an unspecified accuracy issue with the device.